Manufacturer narrative:
Though no medical intervention was required to treat the burn in this event, there have been previously reported events involving similar devices that have resulted in the need for medical/surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. Consequently, it must be presumed that recurrence of this malfunction is likely to result in an injury meeting one of the above definitions. This event is therefore, reportable per 21 cfr part 803. The device was returned and evaluated and found to have normal wear of the set/tail/head assembly and the sealing o-rings.

Event description:
In this event it was reported that a patient was burned after coming into contact with an estylus handpiece attachment which reportedly overheated. No medical/surgical intervention was necessary.